Event description:
The initial attorney report alleged pain, adhesions and exploratory surgery due to defective mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2004 - pt underwent repair of right inguinal hernia with a kugel patch. On (B)(6) 2004 - pt underwent exploration of the right inguinal area, partial excision of the kugel patch, and primary repair of right lower abdominal wall. The md noted upon entering the properitoneal space, "what appeared was the patch, the ring expansion ring on the patch caused the patch to push up against the abdominal wall causing direct pressure on one of the inguinal nerves." The causative factor was noted to be direct pressure from the patch. (B)(6) 2004 - patient underwent right lower quadrant trigger point injection.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh. Therefore we are submitting this MDR based on the add'l info received. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt was lifting cases at work when he felt a "push out type sensation in his right groin." He was diagnosed with a hernia and underwent repair. Following the surgery he continued to have pain in the area of the repair. Exploration revealed the causative factor to be direct pressure from the patch. With the currently available info, no add'l conclusion(s) can be drawn. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.